Manufacturer narrative:
Additional, changed, and/or corrected data: a.2 , b.3, b.6 , d.1 , d.2 , d.4 , d.6 , g.5, h.4 , h.6 a review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "discreet breast hardening and discreet pain".

Manufacturer narrative:
The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported possible rupture on right side, device remains implanted.